Manufacturer narrative:
Updated field: b4, d9, e1 (site country), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Event description:
N/a.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) customer reports system over temperature, customer followed the help screen menu prior to the call, rebooted the pump and the message disappeared. Advised they switch pumps if another is available and report the current pump to biomed. There was no adverse patient outcomes.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.